Event description:
The complainant reported a patient noted with postcardiotomy cardiogenic shock (pccs)/low cardiac output syndrome (lcos) was implanted with an impella cp device for mechanical circulatory support. The device was placed for venoarterial extracorporeal membrane oxygenation (va ECMO) left ventricular (lv) unloading. High motor current alarmed and the pump stopped. The pump could be restarted but pump flow stayed low after restart. There were continuous suction alarms. Imaging showed positioning issues. Contributing factor was patient anatomy / small lv. Echocardiogram showed position was not ideal. Physician repositioned the device. Additionally, access site bleeding was noted. Direct pressure did not slow the bleeding. It was determined the 8 fr sheath needed to be removed and per closed. This did not resolve the issue. There was poor position on echo and concern of pulling form lv. At that point, due to the bleeding form the 8 fr site and with poor per close, the impella cp was removed during closure of access site bleeding from previously placed intra-aortic balloon pump. Patient survived the procedure.

Manufacturer narrative:
No data logs were returned. The pump was investigated and a cannula kink was found. No other abnormalities were noted. The cause of the pump stop was improper positioning of the device and likely the impeller interacting with patient anatomy. The cause of the low pump flow was a kinked cannula. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.